Manufacturer narrative:
Device code (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to initial implant procedure, the pacemaker was programmed and upon interrogation, the device was noted to be in back-up aai mode, and had an unrecoverable error. The device was not used and was replaced. The procedure was completed without issue.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to trim corruption in eeprom. The device was tested on the bench and the backup condition could not be reproduced. The cause of the trim corruption was undetermined.